Event description:
It was reported by the rep the device was used during a vertical banded gastroplasty. It was reported initial procedure normal. Ecs25 was fired midpoint of green range or further removed, normal. Staple line appeared intact and normal. Leak discovered at staple line post-op pt re-operated on for leak 05/02/1998.

Manufacturer narrative:
Tracking #.57739/a. Date sent: 12/8/98. D9; h2,3,6; g4: added add'l info. D5,6; h4: info not available, device not returned for analysis.